Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states both seat and back upholsteries are worn out and the seat upholstery is sunk down and he is basically stilting on the rails.